Manufacturer narrative:
Per the surgeon on (B)(6) 2014, the patient underwent a procedure to excise the excess skin from the abutment site. During the same procedure, the abutment was replaced. This report is filed april 30, 2014. Implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth at the implant site. On (B)(6) 2013, the patient was prescribed a ten day course of clindamycin 300mg three times a day. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.